Event description:
It was reported that the left ventricular (lv) lead triggered an alert for high impedance. The out of range measurements were during programming for lv ring to rv coil vector. The impedance was good and stable when programmed lv tip to rv coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance out of range >3000 ohms until nov-2013 (unable to determine when it went high) and again in mar-2015; according to reported information, this corresponds with a change in programming lv tip-lv ring. Lv ring is suspect. Concomitant product: 0185 boston scientific lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2006. (B)(4).